Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a electrical failure code 50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and ran it for 3 hours with no problems detected. The fse than performed all the functional tests. The unit was then handed over to the customer in working condition.